Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This is a limited investigation, as (B)(4) (8.3.4) a review of the device history records and a complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria review of the most recent repair record identified no repairs related to the reported event as there was no problem found. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It has been reported that the device was making uneven cuts during testing. There was no harm to the patient. There was no adverse event reported as a result of this malfunction.